Event description:
Caller states patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as about 2.5 to 3.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller states multiple patients had discrepant comparisons, but could not provide information regarding these patients.